Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed at a depth of 4-6 mm on the non-coronary cusp and 6-8 mm on the left coronary cusp. A transthoracic echocardiogram (tte) revealed mild-moderate paravalvular leak (pvl). A balloon aortic valvuloplasty (bav) was performed with trivial valve expansion and the pvl did not change. Subsequently a second valve was implanted and reduced the pvl. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.